Event description:
During an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. Proactive testing confirmed the noise on the ra lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.